Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11jul2024.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But,, cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side rupture. Device was explanted.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observe broken on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. As per the investigation procedure, creases, a piece of missing shell and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process,